Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that she wanted her ins removed, her symptoms were now much worse than they were before the implant. The patient stated that maybe at the very beginning it was better, and then continuously got worse and worse. The patient reported getting up in the middle of the night and ¿wets her (B)(6) and goes to commode and goes and goes and goes¿. She indicated that prior to the implant she did not urinate like she did now. It was noted that the healthcare provider had scheduled removal for (B)(6), but she needed 5 days to arrange medical transportation. It was noted that the healthcare provider (hcp) had her turn it off until she decided what to do with it. During the call it was indicated that she had recently gotten out of the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.